Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer stated they could not find the sensor that was removed from their body in one incident. It was also found the customer had a bent sensor in another incident. The customer's blood glucose was unknown. The customer was unable to examine the sensor at the time of the call because the sensor was discarded. The customer also reported the sensor was not communicating with the insulin pump. The customer did not note the sensor breaking in their body. The customer declined to return the sensor for analysis.